Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was implanted after a car crash. The device was working and the patient was satisfied. The patient had another trauma on his head and no longer benefited from the device. The surgeon decided to explant the vsb and implant a ci on the same side. The patient was re-implanted on (B)(6) 2013.